Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an emergency neurovascular procedure. The procedure was aborted as customer unable to use cbct. It was reported to philips that the c-arm unable to move. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system was not moving the stand properly and was displaying a notice to move to the doctor or nurse side. Rebooting the system did not resolve the issue. The rse confirmed that the geo tso orientation switch was in the correct position. The log pattern indicates a stand collision, so an onsite visit has been requested. The philips field service engineer (fse) inspected the system onsite after staff reported issues with the cbct roll scan setup. The error log reviews the next day showed no issues with the cbct roll. To resolve the issue, the fse worked with biomed on cbct roll scan configuration. After repairs the device returned to good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform a cone beam computed tomography roll scan. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.